Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MFR# 2134265-2009-03475. It was reported that following a coronary stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two lesions. The first lesion was a 75% stenosed, 2.5x18mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.78x15mm balloon inflated to 14 atm's and the placement of a 2.75x24mm taxus express2 study stent deployed at 16 atm's. Post dilation was performed with the pre dilation balloon inflated to 20 atm's. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis and timi 3 flow. The second lesion was a 90% stenosed, 2.5x18mm target lesion located in the 1st obtuse marginal branch. No pre or post dilation was performed. A 2.5x20mm taxus express2 study stent was deployed at 16 atm's. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis and timi 3 flow. The patient was discharged 2 days later on bayaspirin and panaldine. In (B)(6) 2010, the patient presented with exertional dyspnea and stable angina. Angiography revealed a 99% restenosed, 2.5x25mm lesion located in the distal rca with timi 3 flow. In (B)(6) 2010, a revascularization procedure placed a 3.0x28mm non bsc stent resulting in 29% residual stenosis and timi 3 flow. The outcome was listed as improved the same day. Per the physician, the event was listed as "possibly related" to the study stent.